Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had a high blood pressure and heart rate, and was 'not feeling right' and knew something was wrong. The patient was originally told that "nothing was wrong" with the pacemaker, but went to a different physician and had a lead turned off, which the patient felt resolved the problem. The patient later saw a different device physician and the device was reprogrammed. The device remains in use. No patient complications have been reported as a result of this event.